Manufacturer narrative:
While on the phone with dario's representative, it was determined that the user was storing her strips in the bathroom. Dario's user guide states in the section of general precautions: "do not store the meter or test strips in an area where the humidity is outside of the range 10-90%, such as a bathroom or kitchen." A replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the above was received, the user contacted dario and reported that the new test strips were reading within range from the control solution test. Since the user's bg reading issue was resolved with new strips, therefore, it can be determined that there was misuse of the strips. This complaint is not confirmed.

Event description:
On october 7th, the user contacted dario to report high blood glucose (bg) readings. The user reported receiving a bg reading of 222 mg/dl from her dario meter compared to a bg reading of 114 mg/dl from her non-dario meter.